Event description:
The seat would not open properly due to an alleged problem with the seat rail. The consumers daughter allegedly pinched her finger when trying to open the chair. No serious injury is alleged.

Manufacturer narrative:
Results = pinched finger when unfolding the wheel chair. RMA (B)(4) was issued for the return of the wheel chair. User manual for the prospin x4 part no 1125104 provided the following information to each consumer of the device. It is unknown if the daughter of the consumer had read and fully understood the warnings and the unfolding procedure as stated in the manual. Page 2 - users must read and fully understand the written material for the device prior to using the device. "Warning: wheelchair users: do not service or operate this equipment without first reading and understanding (1) the owner's operator and maintenance manual and (2) the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result." It is unknown if the daughter of the consumer followed the "unfolding" warning to avoid pinch points. Page 27 the written warning for unfolding the wheelchair: "warning: when unfolding the wheelchair, do not position fingers or hands between the pivot links or under the conventional seat rails - otherwise injury or damage may occur. Do not sit or transfer into the wheelchair unless it is fully open and the seat frame rails are fully seated into the side frame h-blocks." It is unknown if the daughter of the consumer read and fully understood the written procedure for unfolding the chair. Page 27 - note: open the wheelchair by grasping the wheelchair armrest closest to you. Tilt the wheelchair towards you (raising the opposite wheel and caster off the ground/floor). Push downward on the top of the seat rail closest to you where the seat upholstery is attached until the wheelchair is fully open. Engage both wheel locks, open the footrest/legrest for clearance and transfer into the wheelchair. Refer to transferring to and from other seats on page 21.